Event description:
Rptr experienced gradual onset of the following after silicone breast implants: fibromyalgia, asthma, chronic fatigue, extreme shoulder pain, tender glands, and dry eyes. Rptr was previously completely healthly and a competitive athlete with no health problems.